Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device came out of the sterilizer broken.no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the complaint was confirmed as product was returned. Visual evaluation of the returned femoral impactor pad shows nicks and gouges on the superior and anterior sides of the device. Additionally, a section of the posterior impaction area has been fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert, end of life is normally determined by wear and damage due to use. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.